Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was a cascading event of slda. Additionally, the reported patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda , recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, once clip was successfully deployed, reducing mr to <1. Then the next day during follow-up, it was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Additional treatment was not performed. A plan for additional treatment has not yet been planned. No additional information was provided.